Event description:
It was reported that the lead had short v-v intervals. The lead remained in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Received information regarding device serial number.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01, implantable pulse generator, (B)(6) 2012.